Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer responded that they were unable to duplicate any malfunction related to this specific event. If any pertinent information is received in the future, a supplemental repot will be submitted.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a "fiber optic module" failure. The getinge emergency support consultant (esc) advised the customer to disconnect the fiber optic from the iabp unit and attempt to transduce the central lumen. The customer was successful in the troubleshooting but the esc advised that once patient therapy had been completed, the iabp unit be removed from service. It was later reported that the iabp unit was later pumping without issue but the "fiber optic module" failure continues. The customer was monitoring the patient via the transducer. The customer's nurse has noted that the biomed will place a service call. No patient harm or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date.at this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. H3 other text : not returned to manufacturer

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a "fiber optic module" failure. The getinge emergency support consultant (esc) advised the customer to disconnect the fiber optic from the iabp unit and attempt to transduce the central lumen. The customer was successful in the troubleshooting but the esc advised that once patient therapy had been completed, the iabp unit be removed from service. It was later reported that the iabp unit was later pumping without issue but the "fiber optic module" failure continues. The customer was monitoring the patient via the transducer. The customer's nurse has noted that the biomed will place a service call. No patient harm or adverse event was reported.